Event description:
The customer reported that while the unit was in use on a pt, maintenance code 1 (atmospheric transducer offset failure) and electrical test failure code 54 (atm transducer calibration failure) were generated. The pt was switched to another unit and therapy was continued. No pt injury was reported.